Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer also reported blood glucose was 52 mg/dl. Customer stated treated the low blood glucose this morning by drinking a lot of juice, due to feeling like she had a heart attack. Customer stated then afterwards her blood glucose was high at 287 mg/dl. Customer believes do being a new patient and speaking with her physician assistant, didn¿t feel confident with her do searching the meaning of her circle on her insulin pump screen. Customer reported discoloration on the bottom of her pump. Customer stated that discoloration on her insulin pump as long as it doesn¿t have damage, doesn't affect the pump performance. The insulin pump will not be returned for analysis.